Manufacturer narrative:
The pump was not returned for evaluation by baxter. According to baxter, the facility's biomedical department found that the pump had 25 battery discharges below alarm threshold. The failure code 570 was found to be "related to the battery being too low". The biomedical engineering department replaced battery and performed functional testing. Should the pump be received for evaluation, or, if additional information becomes available, a follow up report will be filed. 2-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.

Event description:
Baxter reported an infusion pump that failed at the facility. According to the facility's biomedical engineering department, the pump "won't turn on" and a failure code 570 occurred. No patient injury has been reported. No additional information available.